Manufacturer narrative:
Product analysis: it was determined at the analysis that the programmer failed the touch screen test, and the cursor would not follow the finger; however, the cursor would follow the stylus as expected. Performing electromagnetic interference (emi) repair and replacing the x-y printed circuit board (pcb) also did not resolve the issue. The issue was corrected by replacing the overlay. It was noted that the keyboard was removed and the stylus was inoperative. It was also further noted that the logo button was missed and the upper handle cover was broken. The hard drive was upgraded, reimaged, reloaded, and updated the software. All found defective parts were replaced, and all other identified issues were resolved. The programmer then passed all final functional tests. After the final test, the hard drive was reimaged to remove the finger touch function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.